Event description:
The customer's meter would give a blood glucose reading of 30mg/dl. The customer would retest using an accuchek and receive a reading of 400 mg/dl. The contact did not allege any adverse events due to the readings. The qa lab is awaiting the product return for evaluation, and replacement strips have been sent.